Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: the last bolus delivery was a 1.85u bolus on (B)(6) 2016 at 01:13. The last basal delivery was on (B)(6) 2016. The pump history showed that the pump was manually suspended on (B)(6) 2016 at 16:40 and manually resumed at 17:06. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with hypoglycemia. The reporter stated that the patient had a blood glucose of 40 mg/dl with symptoms of blurred vision and confusion. The reporter stated that the patient was treated at the hospital with food and/or drink. The patient had remained on the pump at the time of the call. The reporter reviewed the pump history with a customer technical support representative and found that the basal delivery totals in the total daily dose did not match. This variation was attributed to a cartridge change, the suspend feature, alarms, the basal edit screen being accessed, the prime menu being accessed, and changes made to the basal program. The patient was referred to their healthcare provider for diabetes management issues. The patient stated that they had lost confidence in the pump. This complaint is being reported because the patient was allegedly hospitalized with hypoglycemia and believed that the pump was malfunctioning.